Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information obtained from the customer. A review of reprocessing steps at the site was attempted; however, no cleaning, disinfection, and sterilization (cds) information was available. Results of the culture testing was on provided by the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A review of cases from the facility found no cases of positive in culture test occurring in the past. Repair history was reviewed and there were no previous repairs. The event can be detected/prevented by following the instructions for use which state: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. A definitive root cause of the positive culture could not be identified. The investigation was not able to judge the relation between the scope and the event. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information received from the customer reported that additional testing of each channel was done and no microorganisms were cultured.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. Additional information has been requested regarding this event. This event is under investigation. A supplemental report will be submitted upon receiving additional information or completion of the investigation.

Event description:
The customer reported the evis exera iii colonovideoscope tested positive for kocuria kristinae. The scope was noted to be brand new and was being tested prior to use on any patients at the facility. There was no reported patient harm or impact due to this event.